Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/19/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/19/2013 with the following findings: evaluation revealed that there was a crack in the pump¿s battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).